Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
While analyzing data for the smartpass algorithm, boston scientific identified that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an unintended command while performing induction testing. Boston scientific engineers noted that this appears to have been due to a distortion of idle telemetry time. No adverse patient effects were reported. The product remains in service.